Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. Pa indicated that per, 005635 testing leads, adapters, and accessories, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require testing or analysis unless there is an accompanying axxx observation code.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged while extracting the other leads. This lead was then explanted and a new lead was placed. No additional adverse patient effects were reported.